Manufacturer narrative:
The calibration and qc data do not suggest an instrument or reagent issue. No issues were identified during a review of the alarm trace. The sample was received for investigation. The sample had a white layer of an unknown substance above the gel. The white layer was analyzed using liquid chromatography-mass spectrometry (lc-ms/ms). The main components of the white layer were identified as immunoglobulins, haptoglobin, albumin, and fibrinogen alpha chain. These are typical plasma proteins that are related to blood clotting. The white layer of the sample indicates the sample had clotted. Based on the results from the sample investigation, it was determined the event was consistent with pre-analytical handling issues. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The sample was requested for investigation.

Event description:
We received an allegation of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 32.6 pg/ml. The repeat result was 23.8 pg/ml.